Manufacturer narrative:
The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to perform a hard cycle to resolved the issue with errors. The isi field service engineer (fse) later followed up with the robotics coordinator (roco) and confirmed that the issue was resolved with a system restart. The roco was able to moved the arm 4 (activated clutch buttons) without any problems. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR field information: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, recoverable faults 23087 on arm4 were displayed and site had to disable the arm. The caller wanted to know if they could recover from errors. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted that they could try a hard reboot of the patient side cart (psc). The caller stated that they would try this before the next case. The isi tse reviewed the logs and noted numerous errors related to the universal surgical manipulator 4 (usm) 40084, 23087, 1126. The caller stated that they were proceeding with the case and would like isi field service engineer (fse) to follow up to see if a reboot resolved the issue. The site completed the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the procedure was completed with no injury to the patient. No additional information was provided.